Event description:
Healthcare professional (hcp) reported symptoms have resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 0.25 cc of juvéderm® volbella¿ xc into each medial tear trough and 0.25cc into each lateral lid-cheek junction ("lateral tear trough") and jaw. About a year and half later, patient experience ¿delayed hypersensitivity reaction¿. Patient has ¿firmness/hard swelling at bilateral orbital rim and ~ 1 cm distal hyperemic/purpuric/hyperpigmented¿ at the injection site. No fluctuance, no warmth or signs of infection. The event is possibly device related, with etiology noted as ¿very delayed inflammatory reaction¿. Five days later patient was treated with azithromycin x 5 d po. Three days later, patient was treated with cefdinir x 5 d po. Six days later, ¿the patient saw [oculoplastics] and did an eye exam and slit lamp exam¿, which diagnosed eyelid edema and cataract. The oculoplastics hcp diagnosed that this was not pax or fluid. Not due to ptosis surgery. Treatment: methylprednisolone x 6 days at minimal improvement. Three days later, patient had 0.4 cc hylenex® per eye with partial improvement. Eight days later, patient had 0.4 cc hylenex® again/eye. Patient also had mild swelling of left cupid¿s bow that flared with this episode. 0.05 cc of hylenex injected into that area. Patient is much improved. Hcp later reported significant improvement in the tear trough and lip after has been seen after several rounds of hylenex but patient has developed a new area of induration on the superior aspect of the right nasolabial fold. Hcp mentioned that patient was injected in the nasolabial fold with juvéderm® ultra plus xc about two years and a half ago. The event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-20054. This emdr is being submitted for the suspect product, juvéderm® ultra plus xc.